Manufacturer narrative:
Investigation summary: since the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue. The service history over the past 12 months did not indicate any similar occurrences.

Event description:
A complaint was received regarding a plum 360 device that experienced interruption of therapy. It was reported "noise infusing at 999 and stopped infusion". The date of incident was on (B)(6)2025. The device will not be sent in for repair since the issue has been resolved. There was patient involvement, no harm reported and possible delay in therapy.